Event description:
It was reported that the customer received a motor error alarm. The customer stated that she could hear the motor making noise. The customer stated that the alarm occurred while she was priming the tubing. The customer's blood glucose was 500 mg/dl. The customer stated that the insulin pump may have fallen out of her pocket and hit the ground. Troubleshooting was done. Customer was able to complete the rewind sequence. Advised that the insulin pump will need to be replaced. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
However, the insulin pump was received with minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.however, the insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.